Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is not performing the air removal step correctly. Tandem technical support informed the customer that not performing the air removal step correctly is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 310 mg/dl.